Event description:
It was reported that an alert triggered for high impedance on the atrial lead. Oversensing and no pacing were also reported. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uf number reported as (B)(4) and was reformatted to (B)(4). Type of report is initial.